Manufacturer narrative:
Additional information g3 updated and stated this reported is related to medwatch (B)(4).

Event description:
Per med sun report "while inspecting the device after the case the peddles were outside of the sheath." It is to be noted both the commander delivery system and esheath were initially reported to be retained by the site and not available for return, however both devices were returned back to edwards for evaluation.

Manufacturer narrative:
Additional information: a supplemental MDR is being submitted for receipt of med sun report. The following sections were updated. B5 event description, d10 device return status and date of return, and g3 updated and stated this report is related to med sun/user facility number: (B)(4). The investigation is underway.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned after use in the procedure fully inserted through an esheath and loader assembly. The device was unlocked at warning marker, with full fine adjust and no flex used. An atrion inflation device was attached with 38ml of residual fluid. The proximal balloon shaft was bent due to packaging and the strain relief was bunched up. Procedural imagery provided by the site showed the patient¿s access vessels were tortuous. Visual inspection of the returned device found a balloon tear proximal to the ic bond, the balloon wings were flared out, and the balloon spring was damaged. Dimensional inspection found the crimp balloon double wall thickness was measured along the edges of the torn location. All measurements were observed to be within specification. No relevant functional testing could be performed due to the nature of the complaint and condition of returned device (torn balloon). The complaint was confirmed through visual inspection. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the reported complaint. A review of the lot history revealed no other similar complaints. A complaint history review was performed and no manufacturing non-conformances were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. It is to be noted per the IFU when withdrawing completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure the balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. The complaints for balloon torn and delivery system withdrawal difficulty were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previously opened product risk assessment. Per complaint description, ¿during withdrawal of the delivery system tension was felt after about 6-12 inches out of the sheath. Withdrawal attempts ceased and a scan did not reveal anything significant¿. As per the imagery review, patient had a tortuous access vessel. In this case, tortuous anatomy likely impacted the coaxiality of the delivery system with the sheath and contributed to withdrawal difficulty. The consequential excessive force and manipulation of device required to overcome the withdrawal difficulty likely resulted in the observed the bond between crimp balloon and inflation balloon. Moreover, the balloon¿s flared wings are evidence of the balloon caught at the sheath tip. However, a definitive root cause was unable to be determined. Available information suggests that patient (tortuous access vessel) and/or procedural (excessive force and manipulation) factors may have contributed to the complaint events. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with balloon tears. To address this issue a corrective and preventative action was previously opened. A balloon tear during the procedure can potentially lead to difficulty inflating the balloon and/or retrieving the device. Depending on the situation, it may require additional intervention to resolve. Per this reported event the risks outlined in the pra remain the same. No IFU/training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither pra escalation nor corrective actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the valve was deployed successfully. There was crossing difficulty and they lost wire and had to re- cross with the delivery system and straight wire. Post deployment the balloon was fully deflated. During withdrawal of the delivery system tension was felt after about 6-12 inches out of the sheath. Withdrawal attempts ceased and a scan did not reveal anything significant. The delivery system was advanced slightly and then withdrawal was attempted again. The pusher was placed all the way to the distal end of the balloon. Withdrawal difficulty continued until the delivery system was completed removed. Upon removal the balloon was observed to be torn. The patient's pressure then started to drop and an iliac artery dissection was observed on imagery. The patient decompensated further and expired. Per medical opinion, the cause of the balloon tear and withdrawal difficulty was unknown as the patient had little calcium and mild tortuosity. The physician believed the balloon tear dissected the iliac during removal. No damage to the esheath was observed. The valve alignment was performed in a straight section of the aorta with no fine adjust difficulties.